Manufacturer narrative:
Correction: duplicate to report number: 2183959-2019-67107.

Event description:
It was reported that the patient experienced unspecified issues with an implantable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the valve occasionally vails and relocate the position of the pump. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced unspecified issues with an implantable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the valve occasionally vails and relocate the position of the pump. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.